Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed rebooting had occurred. Visual inspection revealed a cracked battery compartment and stripped threads on the battery cap. The returned battery cap pops off and will not maintain a connection; reboots were duplicated with the returned battery cap. A test battery cap was used to complete investigation. The test cap tightens appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues being duplicated.

Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.